Event description:
The device reportedly would not discharge on the first three attempts to deliver a defibrillation countershock to a pt. The fourth attempt was successful. The pt's outcome and details were not reported.